Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with an implantable cardioverter defibrillator (ICD) that exhibited sensing issues on the discrimination channel that led to high voltage output issues. The patient had a ventricular tachycardia (vt) that was successfully terminated with anti-tachycardia pacing (atp) that was delayed by four seconds. Programming changes were made to address the issue. The patient was in stable condition throughout.